Manufacturer narrative:
Date of event is unknown one infusion pump was received for evaluation. Visual inspection found both tamper seals to be intact. The device was observed to be in good condition, but the battery pack was missing. The devices event history log was reviewed for evidence of the reported problem, primary audible alarm post was found in the log several times. To conduct functional testing the device was powered up and an occlusion test was performed. Upon review, the reported problem was unable to be duplicated. The devices software was updated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects corrected.

Event description:
It was reported the pump alarmed an error message. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.